Manufacturer narrative:
The customer provided response to the foreign matter questionnaire. The product was cleaned, disinfected and sterilized before requesting repair. The customer was not aware of presence of any foreign material. Water was aspirated through the forceps/suction channel. There were no problems with the accessories used for reprocessing. The endoscope was submerged in the cleaning solution. The forceps opening on the tip was wiped/brushed with a gauze, brush, or sponge. The forceps channel was brushed. An evaluation of the returned device confirmed the customer allegation. Additionally, it was noted that acoustic lens was peeled. Due to damage on acoustic lens, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Scope connector had corrosion due to water leakage. Connecting tube had a scratch. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. Paint on air/water-cylinder was peeled. Objective lens had a scratch and crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the evis lucera ultrasound gastrovideoscope exhibited poor air/water supply and disconnection. The device was returned and an evaluation revealed presence of foreign object in the forceps channel and probe detachment. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material could not be identified. However, it is likely caused by insufficient cleaning. In addition, the peeling probe phenomenon is likely caused by physical stresses such as dropping defect part on the solid surface/object, hitting, applying chemical stress during cleaning/disinfection process. Regarding the foreign material, it is possible the user could prevent the phenomenon by following the verbiage identified within the instructions for use in "chapter 6 compatible reprocessing methods and chemical agents" and "chapter 7 cleaning, disinfection, and sterilization procedures". Pertaining to the peeling probe, the instructions for use identify verbiage that can prevent occurrence, "do not apply impact to the distal end of endoscope, especially to ultrasound probe and lens. It may cause abnormality on ultrasound image and/or endoscopic image." Olympus will continue to monitor field performance for this device.